Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with wassenburg endohigh detergent. The scope was precleaned with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with anios clean excel d detergent. The scope was manually disinfected with bioxal m. The aer used was a wassenburg along with endohigh detergent and endohigh paa disinfectant. The scope was stored horizontally in a simple cabinet without drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Nine cfu of burkholderia cepacia were found. The initial results did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. An additional culture will be conducted. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope. The channels tested positive for ten colony forming units (cfus) of escherichia coli (e. Coli). There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Bacteria were detected in culture test by the third-party labs provided from olympus as listed below: jun 09, 2022. Sampling from: all channels. Cfu: 9cfu. Bacterial identification: burkholderia cepacia. Jul 05, 2022. Sampling from: biopsy ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction ch. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococci. Sampling from: a/w ch. Cfu: 5cfu. Bacterial identification: coagulase negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the charged coupled device cover lens was chipped, bending section rubber glue was separated, the connecting tube had wrinkles, and the key top 1 had a pin hole. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.